Manufacturer narrative:
Event date is an estimate based on implant date and information provided .only year is valid, exact month and day are not known. Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had tightness in the position of their extension 2 months after their implant procedure. After returning to the hospital, an extension release operation was performed, but the post-operative feeling became tighter and tighter. This was relieved slightly by lying down, especially when standing. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.